Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1000 mg/dl while wearing the pod. The patient was found passed out. Once at the hospital the patient reports being placed in the intensive care unit and intubated 2 times. The patient was in the hospital for 2.5 months. The patient was not able to provide any further information as to this event.